Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as > 1500 ng/dl and this value was reported outside of the laboratory. The doctor did not believe the value since the patient is female. The sample was repeated twice, resulting as < 2.50 ng/dl each time. No adverse events were alleged to have occurred with the patient. The testo reagent lot number was 300866, with an expiration date of (B)(6) 2019. The provided calibration data, performed on (B)(6) 2018 was within expectations. Control data from (B)(6) 2018 was within the expected range. A general reagent issue could not be seen since calibration and controls were within expectations. Upon review of the alarm trace, no relevant alarms occurred.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent issue could not be detected since controls recovered within expectations.